Event description:
Procedure type: lap chole. According to the reporter: while use on patient, balloon burst with a pop. It was confirmed only inner balloon was broken and it would not inflate uniformly. Opened new one to complete procedure. No bleeding. No tissue damage. Nothing fell into cavity. No patient harm. Operating room time not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).